Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was again subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 2 mm proximal to the proximal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to distal circumflex artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patients condition was good.